Event description:
The complainant reported the 53-year-old male patient was on impella cp support due to st elevated myocardial infarction (stemi). While on support, a critical alarm noted per automated impella controller (aic): impella in aorta. The patient had ventricular tachycardia (vt) arrest and was defibrillated twice with return of spontaneous circulation (rosc). Patient also had a run of supraventricular tachycardia (svt) overnight requiring 1 shock. Amio drip started. Patient had frequents run of non-sustained vt without losing pulsatility. Additionally, kidney function continued to deteriorate. Patient received 2 units of red blood cells after hh dropped post bloody bowel movement. Patient continued to deteriorate with increased cr and no urine output overnight despite increased diuresis. Patient required blood products. Hh increased today. Heparin was withheld due to gastrointestinal (gi) bleed. Gi bleed remained active. The patient continued to deteriorate. Care was withdrawn and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the gastrointestinal bleed (gi bleed) and ventricular tachycardia (vt) has been completed. The pump was not returned for investigation. The data log shows no signs related to improper positioning or any interaction with the device during the case. As per the given clinical information, the patient experienced vt and svt, requiring 1 shock. Additionally, a gi bleed was reported, and blood products were given. Improvement in hemoglobin was noted, though the gi bleed remained continuous. The patient was continued to deteriorate. Care was withdrawn and the patient expired. The cause of the gi bleed issue was not determined since product was not returned. The relation between gi bleed and impella device was unknown. The root cause of the vt could not be determined without additional clinical details. Added-b2 selected required intervention corrections to the initial MFR report: h6 clinical code 4476.